Event description:
Facility reports: "during morning care, nursing had sabina lift in a resident's private room that the lift was to be used on next. An ambulatory resident wandered in this room and fell onto one of the metal strap hooks of the lift. The hook went thru his neck (left mandible) and came out his ear. Hook was disconnected from the lift and resident was taken to hospital emergency center to have the hook removed."

Manufacturer narrative:
Liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.